Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a (B)(6) old caucasian female patient underwent a breast augmentation revision with two 500cc mentor memorygel breast implant and experienced bilateral ruptures and capsular contracture, baker grade unknown post-operatively, which was confirmed via a mammogram. It was indicated the ruptures were noted following a chiropractic adjustment. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the left side device.